Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient stated that something was wrong with their patient programmer. They stated that they were getting the screen with the question mark. They had poor communication on their patient programmer. Actions taken prior to the call was the patient replaced the patient¿s batteries and repositioned the antenna. It was indicated that the patient does use the antenna. It was reported that the antenna was secure, but this did not resolve the poor communication. It was reported that the last time the patient felt stimulation was in (B)(6) 2018. It was asked but was unknown when the last successful charge session was. The patient stated that they became aware that they could not charge on (B)(6) 2018. The patient was redirected to follow-up with their healthcare provider (hcp) to address a possible over discharge. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer representative (rep) reporting that the patient was in the hospital for issues unrelated to their stimulator. It was reported that they needed an MRI, but their ins was overdischarged. Factors that led/contributed to the overdischarge were unknown. The rep reported diagnostics/troubleshooting performed, was they attempted to recharge the battery and they were unable to connect with it. A device reset was performed and the patient was able to recharge. It was reported that the rep reset the por (power on reset) and placed their stimulator into MRI conditional safe mode. The issue was resolved at the time of the report. No surgical intervention occurred or was planned. The event occurred (B)(4) 2018. No further complications were reported/anticipated.